Event description:
It was reported that the tip broke off during preparation. During an anterior lumbar interbody fusion with a doctor and the awl broke, while he was preparing the screw hole. No parts were left inside of the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The lot number is unverified and therefore the device history records review could not be completed. The investigation of the complained awl shows that the tip is indeed completely broken off. We are not able to determine the exact cause of this reported problem. No product fault could be detected.